Manufacturer narrative:
Result of investigation: imt engineering software engineers, found out that the xml- files got corrupted for some reason. The exact root cause of the software issue is unknown. The device was replaced and unit works fine.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. The vyaire team tried to download the log files from the device, however it failed. The software update was successful but upon restart of the device the reported issue reoccur. The technical support will be checking the main electronics to determine if the component is causing the device error.

Event description:
The customer reported that during the software upgrade of the bellavista 1000, the user interface failsafe alarm was triggered. Additionally, it was reported that the device can't be restarted by the end user. There is no information about patient involvement in this reported event.